Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was reproduced and confirmed through evaluation. This condition was determined to be caused by the back flex tail not being seated properly in the connector. Once properly seated, the audio functioned as expected.

Event description:
It was reported a spectrum pump had no audio. Any patient involvement, injury or medical intervention is unknown.